Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented due to an infection and with the tubing in the scrotum exposed. The ipp was explanted and replaced with a tactra malleable penile prosthesis. There were no additional patient complications reported.